Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead exhibited intermittent presyncopal symptoms in addition to ventricular pauses noted on electrocardiogram. The patient's device was interrogated and intermittent loss of capture (loc) was confirmed at maximum device output with the patient exhibiting an underlying ventricular escape rhythm. A revision procedure for lead dislodgement was performed the next day wherein the lead was repositioned without issue. No additional adverse patient effects were reported. This system remains in service.